Event description:
Pt received orthovisc injection to her right knee, one on (B)(6) 2011. She wanted to know if vertigo is documented as being a side effect to orthovisc. Nine days after her last injection, she was unable to function. The severe case lasted for five days, and she continues to still have issues, but not as bad. She was diagnosed by an ent as having bppv-benign paroxysmal positional vertigo, and was prescribed valium. Still dizzy, the pt fell on uneven ground and broke her fifth metatarsal. Follow-up on (B)(6) 2012. Pt is feeling better. Physician does not think the vertigo is product related.